Event description:
Patient was undergoing a percutaneous coronary intervention (pci) of the right coronary artery. The stent was not able to be advanced across the stenosis in the mid right coronary artery. Therefore, in typical fashion, medical doctor gently began to withdraw the undeployed stent into the guiding catheter in order to remove it and replace it with a predilatation balloon. However, just as the proximal stent edge came up to the distal guiding catheter tip, the stent edge hung up on the guiding catheter tip would not come into the guiding catheter. This was not a function of pulling the stent back too quickly or carelessly. Medical doctor pulled the stent back slowly and carefully. Medical doctor recognized this problem and did not pull on the stent. The stent did not become dislodged. Medical doctor tried multiple times with multiple manipulations attempting to negotiate the undeployed stent into the guiding catheter, so that it could be removed. However, the proximal stent edge continued to hang up on the distal edge of the guide, not allowing medical doctor to pull it into the guiding catheter. It became obvious that the stent was simply not coming back into the guide. Therefore, judgment was made that the next best option was to attempt to remove the stent through the femoral sheath, along with removing the guiding catheter and guidewire and thus removing entire system. However, the proximal stent edge also hung up on the distal edge of the right femoral 6 fr. Sheath and medical doctor could not remove it through the right groin. Medical doctor advanced the 0.0014 atw guidewire into the aortic arch to maintain an extended wire position. The stent remained completely on the balloon at this point, as it had not even become partially dislodged. After multiple gentle manipulations were attempted to pull the stent into the sheath, more pressure was placed retracting the stent to the point that approximately half of the stent dislodged from the balloon. The stent catheter shaft was cut to remove the hub. The guiding catheter and 6 french sheath were removed. An 8 french sheath was attempted to be advanced over the guidewire and the shaft of the balloon catheter in an attempt to insert an 8 french sheath that might be large enough to remove the stent. However, the stent was partially out of the femoral artery and the 8 french sheath could not be advanced into the femoral artery. Vascular surgery was called and the vascular attending surgeon presented to the catheterization laboratory. Subsequently, an 8 french sheath was placed in the left femoral artery and a 8 french ima guiding catheter was advanced to visualize the right iliac and common femoral arteries. This was subsequently exchanged for a long 8 french sheath and a snare was advanced into the abdominal aorta, and the 0.014 coronary guidewire was snared and pulled into the long sheath. While attempting to pull the guidewire and stent with a "flossing" technique, the coronary guidewire broke. At this point the decision was made to take the patient to the operating room for vascular surgery to make a right groin incision and remove the stent that was not partially lodged in the right femoral artery and partially out of the artery into the adventitia. The long left femoral sheath was exchanged for a short 8 french sheath which was sutured in place. Of note, the patient remained asymptomatic and hemodynamically stable throughout this procedure. He was taken to the operating room in hemodynamically stable condition. The patient had the stent removed under local anesthesia via a small incision parallel to and just superior to the right inguinal crease. He had no hematoma and was clinically stable. Patient was sent to the intensive care unit for observation. The left femoral sheath was removed with mechanical compression in his bed in the intensive care unit. Medical doctor suspected that this issue was secondary to a defect in the polymer adherence to the stent, resulting in the proximal stent edge separating from the balloon inappropriately.